Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Prostate cancer what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes, product was tied as well. Please describe the appearance of the suture during the second procedure. Broken apart and fragmented in its entirety. Did the suture break, did the barbs engage in the tissue, or did the suture pull out of the tissue? Suture was fragmented. Onset date/time of urinary anastomosis failure? (# post op days) redone 3 weeks post op, symptoms might have indicated failure right after catheter removal revision surgery. (B)(6) 2024, how was the urinary anastomosis failure managed? Yes. Please describe any surgical intervention required for the urinary anastomosis failure including date and findings. Redone in surgery. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? After catheter removal patient had abdominal pain and also some leaking other relevant patient history/concomitant medications? Cancer, t2d what is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon felt stratafix did not hold, broke. Surgeon¿s name? (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and barbed suture was used for urinary anastomosis. Post op, the patient came back as it did not heal and had come apart. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002. Device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the appearance of the suture during the second procedure. Did the suture break, did the barbs engage in the tissue, or did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of urinary anastomosis failure? (# post op days) how was the urinary anastomosis failure managed? Please describe any surgical intervention required for the urinary anastomosis failure including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?